Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod coils and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a pod coil in the hub of the microcatheter, the pod coil became stuck and would not advance any further. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil could not confirm the coil getting stuck in the hub of a microcatheter. Further evaluation revealed kinks in the pusher assembly, the pusher assembly mid-joint was proximal to the introducer sheath friction lock, and an ovalization on the introducer sheath. This damage was incidental to the reported complaint and the root cause could not be determined. During the functional test, resistance was encountered while attempting to advance the pusher assembly through its introducer sheath from its returned position, and the pusher assembly could not be advanced at all. Therefore, no further functional testing could be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.